Event description:
This is report 2 of 3 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The cause of the peritonitis was reported to be diverticulitis. The patient was not hospitalized for the event. Treatment information was not reported. On a later date, the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for h12g27079 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception summary was reviewed for this batch and does not indicate any issues related to the complaint. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).